Event description:
In 2008, it was reported to boston scientific corp that a male pt underwent treatment successfully with a prolieve thermodilatation kit as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the pt experienced the following anticipated symptoms following his treatment with prolieve. Urinary incontinence commenced on three months earlier, symptom resolved. No treatment reported. Urinary urgency, commenced on the same day. No treatment reported.

Manufacturer narrative:
The lot number of the device used is unk, consequently, the expiration and manufacturer date of the device is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.